Event description:
A malfunction was reported on the pump, identified with malf 12, and the fault ID 0x2771 was available. There was no reported impact on the customer's blood glucose level, specifically no confirmation if levels exceeded 500 mg/dl. Technical support arranged to replace the pump, provided backup therapy instructions using multiple daily injections (mdi), and instructed the customer on storage mode and returning the problematic pump.